Event description:
It was reported that during patient treatment, while on pressure control mode, the expiratory minute volume was different than inspiratory minute volume. Additionally peep (positive end expiratory pressure) could not be build up. There was no patient harm. Manufacturer ref #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The review of the received device logs can confirm the reported issue during ventilation. There are several alarms generated that indicate on a leakage in the patient circuit and improper settings. The test log shows that the ventilator passed pre-use check at 17:08 on the reported date of event, (B)(6) 2020. During pre-use check, the patient circuit is tested. The test evaluates circuit leakage and measures circuit compliance and resistance. If pre-use check is performed with patient tubes made for adults, and ventilation will be on an infant, a new patient circuit test is required prior ventilation. The test log verifies that the test was made with adult tubings. The ventilation session that generated several alarms was initiated at 19:40 and was performed on an infant. This indicate that the patient tubings may have been replaced. The technical log does not contain any technical alarms that could indicate on a permanent device malfunction. The reported ventilator was investigated at the hospital by our field service technician, no issues was found or verified, and no parts were replaced. The evaluation of the received device logs do not show any device malfunction, the reported issue is considered to be a usability issue.